Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, thorough product analysis was performed. Visual inspection observed the outer coils were compressed. Compression at 15.5 cm from the pin also noted damage to the outer insulation. This damage was likely from a procedure tool. There was a bend in the lead tip between the helix housing and the distal ring. There was tissue entwined in the helix. This lead was tested for and passed electrical continuity and lead integrity. It was determined that the helix not retracting was likely due to dried blood in the mechanism.

Event description:
Boston scientific crm received information that this patient was not feeling well. It was determined the right ventricular lead had intermittent loss of capture and high threshold measurements due to dislodgement. Repositioning attempts were made, but the helix would not retract. Therefore, the lead was explanted. It was also noted that five days post implant, this lead was revised due to perforation.